Event description:
An ophthalmologist reported that after an intraocular lens (iol) implant surgery, the post-operative visual acuity objective was not met. There was no incident during and after the surgery. The iol was centered but the pupil seemed very slightly off-centered. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records review indicated the product met release criteria. There have been no other complaints reported for this lot. The product investigation could not identify a root cause. Additional info has been requested. (B)(4).